Event description:
It was reported that a high, out of range pacing impedance (>3000 ohms) measurement was noted from a competitor's right ventricular (rv) lead. Boston scientific technical services were contacted and recommended in-clinic maneuvers to assess the rv lead integrity. Provocative maneuvers were performed and no noise was seen and the pacing impedance was in range. The physician elected to continue with remote monitoring and remote follow ups. The system remains implanted and in service. The patient was stable with no adverse consequences.